Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needles are not functioning and they are unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer was finding 8-10 needles clog during injection. Additional information reported: informed consumer non patient end process and to complete a flow check with reasons. Consumer not willing to comply. Finding the needle not able to complete injections. Tries a new needle to get it working.

Event description:
It was reported that during use the needles are not functioning and they are unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer was finding 8-10 needles clog during injection. Additional information reported: informed consumer non patient end process and to complete a flow check with reasons. Consumer not willing to comply. Finding the needle not able to complete injections. Tries a new needle to get it working.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.